Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on stored electrograms. It was also noted that the right ventricular (rv) lead exhibited possible undersensing. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.